Event description:
It was reported that cement leaked into the pt's spinal canal. The pt reported leg numbness and pain as a result, the dr did a decompression and laminectomy. The pt was in the ICU following the procedure, but is now out of the ICU. According to the dr, the pt's back pain is gone and is regaining strength.

Manufacturer narrative:
The autoplex cement delivery sys which was used during the procedure was not returned to the MFR for eval and the alleged condition was unable to be recreated. At this time, no causal link has been drawn between the autoplex and the cement leak into the pt's spinal canal.